Event description:
Device has been explanted.

Manufacturer narrative:
Clarification on g3: original aware date should be 09/mar/2021 rather than 02/mar/2021.

Manufacturer narrative:
Explant was planned for a future date, at time of report, and confirmation has not been received. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture. Device remains implanted.